Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the leadless implantable pulse generator (ipg) "didn't work out right". The leadless ipg was inactivated and replaced with a transvenous system. No patient complications have been reported as a result of this event.